Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 46, code l, taper 18/20, catalog no# 01.00181.460, lot no# unknown; cls spotorno, stem, 135°, uncemented, 10.0, taper 12/14, catalog#290039100, lot#unknown. Therapy date : (B)(6) 2013. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Product was implanted on right side due to lysis of stem and adverse soft tissue reaction to particle debris.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient received a tha on the right side with a cls varus stem and durom acetabular component on nov 07, 2006 and underwent revision surgery on jun 11, 2013 due to lysis of stem and adverse soft tissue reaction to particle debris. Review of received data: the received njr database entry was reviewed. The review states a revision due to lysis around the stem and adverse soft tissue reaction to particle debris. The summary of removed components states that the femoral stem and the acetabular cup were removed. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the overall compatibility is unknown. The review of the device history records (DHR) and the raw material certificates could not be performed as the lot numbers are unknown. Conclusion summary: it was reported that the patient received a tha on the right side with a cls varus stem and durom acetabular component on (B)(6) 2006 and underwent revision surgery on (B)(6) 2013 due to lysis of stem and adverse soft tissue reaction to particle debris after about 7 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr datebase. Entry the reason for revision is lysis around the stem and adverse soft tissue reaction to particle debris. These are known issues which have been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). A possible root cause was found to be that the product specifications were not followed by the surgeon (using a surgical technique which differs from that prescribed in the surgical technique document). Lysis and adverse soft tissue reaction to particle debris related to the cls stem is not covered within the above mentioned CAPA. However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. Further, the quality records could not be reviewed as the lot numbers are unknown. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.